Event description:
It was reported that the patient was admitted to the cardiac care unit (ccu) after receiving multiple shocks. The patient has a known history of inappropriate shocks related to atrial fibrillation (af), and a review of the episode was requested. A boston scientific (bsc) technical services (ts) consultant confirmed that the delivered therapy was inappropriate and attributable to af with rapid ventricular response (rvr). A detailed evaluation of the event was performed, and programming options were reviewed, including the potential benefits and limitations of each. The device remains in service, and no additional adverse patient effects have been reported. The boston scientific local area representative was contacted to obtain further event details; however, no additional information has been received to date. This investigation will be updated if new information becomes available.